Manufacturer narrative:
The tech replaced the hi-lo assembly coil cable to resolve the issue.

Event description:
The tech alleged the hi-lo assembly coil cable was cut with bare wires exposed. No pt impact.